Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, cracked display window, cracked case at the display window corner, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a crack on the insulin pump that causes the reservoir to not screw in securely. Customer's blood glucose was 355 mg/dl at the time of the incident. Customer stated that crack was around the opening of the reservoir compartment. Customer stated that when they try to fill the cannula nothing comes through the tubing because of the crack on the reservoir compartment. Customer thinks the damage occurred at night because she woke up with a high blood glucose. Customer stated that the reservoir came out of the pump and the pump was not able to deliver insulin to her body. Customer treated their blood glucose using the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the device and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.